Manufacturer narrative:
The original initial report was filed under remediation e2017032. The initial is being resubmitted through emdr. Device evaluation summary: field service engineer (fse) inspected the ventilator replaced the oxygen sensor (o2). The ventilator passed all testing per medtronic specifications at the time of service. The returned oxygen (o2) sensor was visually inspected and functionally tested. There was no alarms or errors noted during testing. Conclusion: there was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pb980 ventilator failed oxygen sensor calibration. There was no patient involvement at the time of the ev ent.

Manufacturer narrative:
The initial regulatory report was submitted under rsr e2017032. Device evaluation: the returned oxygen (o2) sensor was visually inspected and functionally tested. There was no alarms or errors noted during testing. Conclusion: there was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pb840 ventilator failed the oxygen sensor calibration. There was no patient involvement at the time of the event.